Manufacturer narrative:
The device history records were reviewed and there were no findings that relate to the reported event.

Event description:
The following add'l info was provided by the surgeon. The pt's preoperative iop in the operative (right) eye was 14 mmhg and preoperative bcva was 20/50. Hyphema was observed at the one-day postoperative visit. The hyphema was layered in the anterior chamber and caused iop elevation. The pt's most recent bcva is 20/25 and iop is 19 mmhg. The hyphema has resolved and the pt's prognosis is good.

Event description:
Cataract surgery with istent implantation was performed on (B)(6) 2015. At the one day postoperative visit the patient presented with a sizeable hyphema and hand motion vision. The patient had been taking baby aspirin and krill oil. Two days postoperatively, the patient's intraocular pressure (iop) was in the teens and there was no active bleeding. The patient was advised to discontinue the aspirin and krill oil and to sleep upright until the hyphema clears. On (B)(6), 2015 additional information was provided by the surgeon who reported that at the last visit on (B)(6), 2015, the patient's iop had increased to 35 mmhg and visual acuity was 20/400. At this visit the surgeon observed layered inferior hyphema decreasing in size with red blood cels floating throughout the anterior chamber and 1+ diffuse corneal edema. Additional information has been requested.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Hyphema, decreased vision, iop elevation, and corneal edema and are listed in the device labeling as known inherent risks of cataract and glaucoma stent surgery. (B)(4).